Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-03789, 1627487-2023-03790. It was reported the patient's system was autoreducing and x-rays indicated both of the patient's leads were fractured. Additionally, it was also reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the l4 lead and the ipg were explanted to address the issue. The l5 lead was unable to be explanted (manufacturer report number: 1627487-2023-03791).

Manufacturer narrative:
Date of event is estimated.